Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: the pipeline flex pushwire and phenom 27 catheter were returned for analysis within a shipping box; within a sealed plastic bio-pouch; and within a dispenser coil. There was no pipeline flex braid returned with the pushwire. The pipeline flex pusher was returned outside the phenome27 catheter. Damage location details: the pushwire was found to be bent at ~117.0cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with phenom 27 catheter body. The phenom 27 catheter tip/marker band was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter was measured to be within specification. The phenom-27 catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end as the pipeline flex braid was not returned. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. It was noted the patient's vessel tortuosity was moderate. However, based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance. The pipeline flex pusher and phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (flattening), pipeline flex pushwire(bending); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. (Nikkhs2 2023-07-12) .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open and encountered resistance in the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured, wide-neck aneurysm in the ophthalmic artery with a max d iameter of 8 mm and a 4 mm neck diameter. The landing zone was 3.3 mm distally and 4 mm proximally. It was noted the patient's vessel tortuosity was moderate. It is unknown if dual antiplatelet treatment was administered. The angiographic result post procedure sho wed the blood vessels were normal, the blood flow in the aneurysm was slow and detained, and the overall was developed smaller under radiography. It was reported that during aneurysm interventional surgery, after all kinds of catheters were in place, the operator selected ped400-16 according to the measured value. During the delivery process, resistance was encountered. When the ped reached the distal end of phenom27 and was about to be deployed, the resistance was very high. After many operations, the operator still couldn't deploy the ped from the phenom27 microcatheter. For safety reasons, the operator withdrew the entire system from the human body, and it was also very difficult to open the ped from the catheter in vitro. After replacing the ped of the same model, the original phenom catheter could be used for normal delivery and deployment, and the procedure was completed smoothly. The operator believed that the first undeployed ped400-16 had product quality problems. It was reported the pipeline became stuck (locked up) in catheter or resistance in the catheter occurred in the distal section. The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. There was no catheter or pushwire damage observed. The pipeline was not used for an indication that is off label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.